Event description:
Indications for use: knee arthroplasty. Air was introduced through an unidentified needle inserted into the pt's knee adjacent to the arthroscopy portal and connected to an air supply through unspecified tubing which was not provided with the quixil kit. The pt signed to agree to take part in the study on (B)(6) 2009 and was allocated to the (B)(4) with debridement on (B)(6) 2009, (B)(4). The study was a non-omrix sponsored trial. An unspecified legal proceeding revealed a serious adverse event to a surgical pt. The event narrative is based on several hundred pages of legal documents, including the operating surgeon's statements, expert opinions and the pt's medical records. The pt was undergoing arthroscopic autologous chondrocyte transplantation to treat persistent knee pain from traumatic osteo-chondral defect. The operating surgeon reportedly connected the cross-seal pressure regulator to a pressurized air source and applied the air into the right knee joint capsule via a metallic syringe needle and a tubing of unspecified type. The surgeon reportedly applied air to dry the chondral defect surface from the insufflating saline before the chondral graft transplantation. The pt went into cardiac arrest after experiencing signs of hemodynamic instability during the air infusion. All resuscitation efforts failed. The pt died of air embolism as determined by an autopsy. The pt had experienced multiple, bilateral knee injuries during the past 25 yrs leading to the knee surgery because of his earlier active and later sedative life styles. The pain and swelling in the right knee persisted after conservative treatment. At 20 days before the surgery, a radiology study revealed a 2 cm chondral defect in the weight-bearing, right medial femoral condyle. The pt then consented to the surgical intervention as part of a clinical study conducted by the operating surgeon. The study, with no relationship to ethicon or omrix, was designed to examine the effectiveness of using autologous chondral graft to treat traumatic or degenerative chondral defects. The pt was randomized to the experimental arm (as opposed to the control arm, in which conventional treatment was conducted) and underwent the study procedure. The purpose of the arthroscopic surgery in the right knee constituted the first stage of the study procedure was for chondral surface debridement and to harvest the pt's own chondral cells. Multiple video segments later provided by the hosp where the surgery was being performed, showed the surgery at various stages including multiple active bleeding sites on the condyle surface and blood streaming into the insufflating saline. The videos also showed a metallic needle infusing unspecified gas into the joint capsule when the gas was bubbling out to the exterior via a bleeding incision penetrating the knee joint capsule. None of the surgical instruments (including the metal syringe needle) appeared to be an omrix/ethicon product or a part of an omrix/ethicon product as shown in the videos. According to a later statement from the operating surgeon, the pt's oxygen saturation, heart rate and blood pressure dropped 55 min after the anesthesia induction. At 35 min of cardiopulmonary resuscitation was futile. The pt was declared dead 60 min into the surgery. Signs of "surgical emphysema" were detected in the pt's neck, chest, retroperitoneal serosa and the mesenteries in an autopsy conducted one day after the pt's death. The coroner concluded that the cause of death was air (infused into the knee joint capsule via the needle) entering the venous system through deep-penetrating osteoarthritic pseudocysts". The total volume of air entering the pt's circulation was estimated at 300 ml. The operating surgeon, in a subsequent supplement statement, indicated that a cross-seal pressure regulator was used in the surgery to regulate the air flow into the knee joint capsule. The use of the pressure regulator was not captured in any of the six video segments provided by the hosp. The doctor also confirmed that no quixil biologics were used in the surgery. The operating surgeon indicated that he made the additional small incision penetrating the knee capsule (showing bloody gas bubbles in the videos) out of the consideration of air embolism risk carried with infusing air into the knee joint capsule. F/u info received on (B)(6) 2011. The jury's statement: "we the jury consider that the surgical equipment in use in the procedure had been significantly modified, those modifications were outside the MFR's intended use, it would have been wise for approval for the modifications to have been sought from the medical devices committee at the trust, and the modifications contributed towards the death. An additional factor was the presence of the unexpected and usually deep cyst". Indications for use: knee arthroplasty.